Manufacturer narrative:
(B)(4). This prospective randomized study was done between(B)(6) 2009 and (B)(6) 2012. From literature: stone, p.a., aburahma, a., hass, s., phang, d., mousa, a., modak, a., dearing, d. Prospective randomized trial acuseal vs vascu-guard patching for carotid endarterectomy j.vasc.surg. 58(4): 1164-1165. 2013. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an ipsilateral neurologic event (stroke) after undergoing a surgery in which vascu-guard was used. On an unreported date, the patient underwent a cea (carotid endarterectomy) procedure. The morning after undergoing the cea, the patient experienced a stroke. Specific treatment was not reported, however, it was reported that the patient was managed conservatively with no further neurologic event. No other neurologic deficits occurred in the perioperative period. On an unreported date, the patient was fully recovered. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.